Manufacturer narrative:
Correction: device was available and returned to conmed for evaluation. Device evaluation: the used aes-90sc probe was returned to conmed for evaluation. The complaint was verified by way of visual/microscopic inspection. It was determined that the discoloration observed on the ceramic tip housing was caused by the ceramic material deforming and recrystalizing. This reflow of material likely contributed to the cracks and small fragments that detached. A probable root cause for this incident based on the device evaluation and reported information is that the device made repeated contact with the arthroscope during use. Manufacturer report: (B)(4). To date, there have been no patient long term adverse effects related to the reported breakage or the use of this device. This incident type will continue to be monitored through the complaint system. The aes-1 generator and accessory probes are intended for resection, ablation, and coagulation of soft tissue and hemostasis blood vessels in orthopedic and arthroscopic surgical procedures. The generator provides energy to the electrode of the probe intended for use during surgical procedures. Through power setting data contained (programmed) within the probe, the system provides both default and user selectable power settings for ablation or coagulation of soft tissue. To prevent damage to the product and potential serious injury to the patient, the device instruction for use (IFU) provides the following precautions and warnings: it is the surgeon's responsibility to be familiar with the appropriate surgical techniques prior to use of the equipment and its associated accessories. Examine all accessories and connections to the generator before use. Ensure all accessories are properly and securely connected and function as intended. Improper connection may result in arcing, sparking, or malfunction of the device, any of which can result in an unintended surgical effect, injury, or equipment damage. Ensure all accessories are properly and securely connected and function as intended. Improper connection may result in arcing, sparking, or malfunction of the device, any of which can result in an unintended surgical effect, injury, or equipment damage. Do not insert, withdraw or touch the active tip of the probe when power is being applied. This may result in an unintended surgical effect, injury, or device damage. If any visual damage or defects are noticed during use, stop using the device immediately and replace the device. Use care to avoid accidental activation of either cut or coagulation modes when not in contact with target tissue to avoid possible patient injury. When not in use, place the device in a safe and highly visible area not in contact with the patient. Inadvertent activation while in contact with the patient may result in patient injury including burns. Maintain the active probe tip in the field of view at all times. Injuries to the patient may result from inadvertent activation or movement of an activated probe outside the field of view.

Manufacturer narrative:
The aes-90sc arthroscopic energy 90degree probe is expected to be returned for evaluation. However, as of this filing the device has not yet been returned from the user facility. A supplemental and final report will be filed upon the completion of the product evaluation and the complaint investigation.

Event description:
The user facility reported that during use of the aes-90sc arthroscopic energy probe with the aes-1 generator in an arthroscopy procedure on (B)(6)2017, the surgeon noticed the tip of an arthroscope was damaged by the probe. The surgeon stated that the distance of the scope and the probe might have been too close. The surgeon also reported that the suction was clogged up many times during the procedure and that he had to use 26g needle to remove the clogged debris. The procedure was otherwise completed as planned with no patient injury or surgical delay. After the procedure, the probe was returned to the distributor for evaluation and credit replacement. The product was inspected by the distributor personnel under microscope and found the tip of the probe was melted. This report is filed on the basis of potential for patient injury with recurrence.